Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. After device deployment, a kink was noted in the was sheath. The kink appeared to be at the light/dark blue transition. The device met release criteria and was released. The patient did well.